Event description:
Caller reported that the touchscreen on their insulin pump was cracked and shattered, making it unresponsive and illegible. Despite the issue, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin delivery.